Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning triggered on the right ventricular (rv) lead due to a sudden increase in impedance to a high, infinite measurement. The lead exhibited noise/oversensing, high thresholds, and loss of capture. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.